Manufacturer narrative:
Device passed the self test and displacement test. Device trace download confirmed hardware low level failures error, problem isolated to the keypad.

Manufacturer narrative:
Updated aware date.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer was unable to clear the alarm. Customer performed self test but it failed. The insulin pump will be returned for analysis.